Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotic therapy (drug name, dose, route, frequency, and duration not reported). Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.